Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was 490 mg/dl. It also stated that troubleshooting was performed and declined for high blood glucose. Customer was advised customer will not return device for analysis.